Event description:
The complainant provided an oral fluid specimen for insurance purposes on thursday, 8/13/98. The next morning, complainant reported that the gum line and tongue were tender and hard. Complainant experienced swelling of the tongue and neck over the weekend. By monday, complainant reported blisters on the tongue and gums. Additionally, complainant complained that the jaw and neck were swollen and tender behind the ears. The complainant also reported that the tongue was throbbing, burning, and prickly as though complainant had hives in the mouth.